Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as ni). Correction made to b5: it was reported that there was a separation between the twist clamp (previously submitted as female connector) and the main body of a minicap transfer set. Correction made to f10/h6: component codes: g0405203 (previously submitted as g04034) additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and the white twist sleeve was observed separated from the light blue main body due to broken occluder feet beneath the white twist sleeve. The reported condition was verified. The cause of the broken occluder was undetermined, however potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for 14 days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.